Event description:
The facility reported to the FDA "while priming new pca pump tubing for a morphine drip, a nurse felt wet feeling on their hand. The pump tubing was leaking. As the nurse has known allergy to morphine, the nurse immediately washed off the solution with soap and water. However, the nurse started to have an allergic reaction with the following symptoms: itching, chest tightness, and shortness of breath. The nurse used their benadryl, then epipen and repeated benadryl about 4 hours later for continued rash and itching. All this was completed per the nurse's allergists protocol. There was no harm to the pt as the leak was identified prior to beginning the infusion."